Manufacturer narrative:
A user facility reported, "we had an issue tonight again where the suction was previously working earlier in the night and suddenly stopped around 0200 this morning". Deroyal industries requested return of the sample, and sample was received and evaluated. The returned sample was received at deroyal on 5/31/2024. The canister and lid were visually inspected and no issues could be found. Intermittent and vacuum decay testing were conducted on the returned sample and both tests were a passed. Deroyal reviewed specifications, failure modes and effects analysis (fmea), and any corrective and preventive actions (capas) relevant and no issue were found. An inventory check was performed on 32 suction canisters and all were found to be within specification. (B)(4). Root cause: due to the condition of the filter in the returned canister lid the true root cause has been determined to be improper hookup. If fluids are pulled into the vacuum port where suction is to be applied the filter becomes wet immediately and will shutoff. The filter will then prevent/limit suction from occurring after this shutoff. Corrective and preventive actions: because no root cause could be determined, improper hookup no corrective or preventive actions were taken. Deroyal will continue to monitor for any trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
User faclity reported "we had an issue tonight again where the suction was previously working earlier in the night and suddenly stopped around 0200 this morning. "